Event description:
A nurse reported during surgery, the cutting was not satisfactory. The customer will be sending in a sample for in-house evaluation. There is no pt injury reported.

Manufacturer narrative:
A sample will be returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).